Manufacturer narrative:
The patient was born on an unspecified date in 1970. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the onset, the patient was hospitalized for the event. On an unreported date in the same month, the patient began treatment with unspecified antibiotics (doses, frequencies and route of administration was not reported) for peritonitis. Three days after the hospitalization, the patient discontinued the antibiotic treatment for peritonitis. The patient had not yet recovered from the peritonitis. On an unreported date, the dianeal therapies were discontinued and the patient was switched to hemodialysis. No additional information is available.